Event description:
It was reported that during a pump replacement due to the elective replacement indicator (eri) the proximal segment of the catheter was either already sheared/broke upon the start of the procedure or the catheter was cut intraoperatively. The pump and the catheter were replaced. Tje cause of the catheter issue was not determined. No diagnostic testing was required. The patient had no complaints prior to surgery regarding pump function or inadequate pain relief and was reported as alive without injury. This device system delivered dilaudid and baclofen. It was further reported that the pump was thought to have delivered compounded baclofen. The patient was reported to be doing ¿fine¿ as no further information had been provided to the field representative regarding the patient.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039951r, implanted: 2000-(B)(6), explanted: product type catheter. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.